Event description:
Related manufacturer reference number: 2017865-2021-40073, 2017865-2021-40076. It was reported that the patient presented in clinic with an infected pocket. On (B)(6) 2021, the physician explanted the implantable cardioverter defibrillator, right ventricular (rv) lead, and atrial lead. The patient condition was stable.